Event description:
Reporter indicated that vns pt was diagnosed with recurrent nerve paralysis. It was reported that the pt experienced intermittent hoarseness after implant, but that beginning approximately five months post-implant, the hoarseness became constant. Stimulation was initiated approximately one month post-implant. Treating neurologist lowered device settings after the hoarseness became constant, but there was no improvement. The pt was referred to an ent who performed a scope procedure, during which it was noted that the left-sided vocal cords were paralyzed. The pt's device was programmed to off approximately 8 1/2 months after stimulation was initiated. Investigation to date has been unable to confirm the cause of the reported recurrent nerve paralysis.